Event description:
It was reported that there were inaccurate values with a foresight sensor, during use. The anesthesia provider applied the sensor to the patient to the right and left side of the forehead. The casmed unit was connected to monitor the cerebral oximetry. There was no reading on the right side. The left side was reading in the 70s. The clinician attempted to connect the foresight sensors to a hemosphere unit to see if a reading would display on the right side. The left side displayed successfully and the reading was comparable to the same value when the casmed unit was used. The right side reading did appear and was in the 50s. This was approximately 20 points lower than the left side. The clinician stated the patient was normotensive and there were no other hemodynamic changes noted with the patient at the time of the low reading. The signal quality was at four out of four bars. After monitoring for 10-15 minutes the reading on the right side increased from the 50s to the 70s. There was no patient injury.

Manufacturer narrative:
The foresight sensor was discarded at the facility and is not available to be returned for product evaluation. The lot number is unknown. The device history record review can not be completed without the lot number. Without the return of the unit, it is not possible to determine if some damage or defect existed on the sensor that could have contributed to the event. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An engineering evaluation has been initiated. As the device was discarded a cause could not be established.

Manufacturer narrative:
Engineering evaluation completed. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be identified for the issue. As the complaint could not be confirmed the purpose of the root cause analysis is to determine if the device related issue resulted from: incorrect inadequate labeling IFU training manual, use error, or patient procedural factors. Based on the voc and the fact that no product evaluation could be performed, there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors. Since no product was returned for evaluation, no non-conformance was identified. Additional information received from customer procedure performed replacement, aortic valve, tissue with transesophageal echocardiogram tee coronary artery bypass graft with cryoablation of intercostal nerve. Patient was supine for the procedure.